Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a fluid loss due to erosion of cylinder lining. Previous cylinders were removed and successfully replaced, the reservoir was maintained, and the device was reconnected. There were no patient complications reported.